Event description:
Reporter indicated that pt began to have symptoms same as prior to vns implant. A lead test indicated high lead impedance. Revision surgery was performed in 2001 during which leads were disconnected from generator, cleaned, dried, and reconnected. Lead test after revision surgery indicated normal lead impedance.